Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 514mg/dl, and he treated with the insulin pump. Troubleshooting was performed, and no damage to the drive support cap noted. The caller did not remember pressing back the drive support cap while connected. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with scratched screen, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and lip, and cracked belt clip slot.